Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. Though requested, no additional information, including instrument data, was received from the customer to perform any additional investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the united states reported a false positive (sars-cov-2, flu a/b) results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10111y, liat serial number (B)(4)). The sample generated negative results when it was retested using cepheid genexpert analyzer. The sample was collected with a nasopharyngeal swab using universal transfer medium. No harm was alleged. The negative results were reported out of the laboratory.